Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Meanwhile, we cannot rule out the possibility that this event was caused by either other intraoperative factors or other factors related to postoperative management. This product was ensured by sterilization validation, and the possibility that it was the direct cause of the "infection" developed this time can be ruled out. The osferion bone void filler package insert states in the following section: adverse events: infection, fever, pain, local sensation, red flare and inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
With a diagnosis of giant cell tumor of the distal femur, a patient underwent tumor curettage and artificial bone grafting surgery. The surgeon in charge of the patient reached the lesion in the distal femur through a posterior approach. The surgeon applied biopex-r (bone filler manufactured by a different company) to the cavity formed after the curettage. However, since the amount of the biopex-r which the surgeon had prepared before the surgery was revealed to be insufficient to fill the cavity, the surgeon decided to use this product in combination with the biopex-r. In the postoperative period, the surgeon observed exudate exuding from the surgical wound. The surgeon carried out re-operation (debridement and irrigation) and removed this product as much as possible. The surgeon left the biopex-r and this product mixed with the biopex-r inside the cavity, because they had already solidified. A culture of the exudate was positive. The surgeon is now observing the postoperative course of the patient.